Event description:
The facility's biomed engineer reported an infusion pump with an 808:07 failure code. The biomed reported to baxter customer service that there was no report of any pt injury or medical intervention as a result of the failure. It is unk if the device was in use on a pt when the failure occurred. Info was requested but details were not available regarding pt status, age of pt, medication involved, tubing product code or the set up of the infusion device. Additional contact info was requested but no additional contact was provided.